Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a 7f guidezilla guide extension catheter. The device was bloody. The tip, distal shaft, collar, and hypotube were microscopically and visually inspected. Inspection revealed a partial separation at the distal shaft/collar area with a kink at the area of separation, and kinks in the distal shaft located 3.3cm and 18.5 cm from the tip of the device. The rest of the device was inspected, and no other damage or irregularities were found.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that tip damage occurred. The target lesion was located in a coronary artery. A 7f guidezilla ii guide extension catheter was selected for use. However, after it was inserted into the coronary anatomy, the end of the shaft was uncoiled. The procedure was completed with a 6f guidezilla. No patient complications were reported and the patient was fine. However, returned device analysis revealed a partial separation at the distal shaft/collar area.